Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of colleague infusion pump with failure code 511:320:658:0000 was confirmed and duplicated during product evaluation. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 511:320:658:0000, which interrupted infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.